Event description:
It was reported that the patient presented to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 401 mg/dl while wearing the pod on their arm between 24 and 36 hours. The reporter stated that glucose levels remained elevated despite administering bolus correction doses, prompting them to seek medical attention. Reported symptoms included persistently elevated blood glucose levels and skin irritation. The patient was treated with fluids and a pod change. The pod was reportedly discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit, hyperglycemia and skin irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.